Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The instruments were received loaded with a 4.8mm single use loading units (sulu). Functionally, the instruments and sulus were applied to test media with proper staple formations. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open resection of entero cutaneous fistula, redo ileocolic anastomosis, while the device was being used for cross stapling after a side to side anastomosis on the ileum, the device did not fire. The surgeon cut the tissue as he thought the stapler had fired as the handle remained in the fixed position on the second squeeze so he was under the impression the staples had been deployed. Surgical intervention was needed to prevent a permanent impairment of a function which is resection of bowel below and beyond where stapler did not fire. It was reported that handle did not feel as tightly positioned in the fired position after the 2nd squeeze and could be squeezed again. A further 10cm of bowel had to be taken to redo the anastomosis to resolve the issue in order to complete the case. There was unanticipated tissue loss as a result of this problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media; the instrument did not deploy the staples. The instrument was disassembled and a missing component was observed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Assembly error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.